Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for gastrointestinal/pelvic floor reported their device was weak so the whole thing was replaced in the summer of 2016. The consumer was unsure if the battery replacement was due to normal battery depletion. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. Patient thought the cause of the device becoming weak was maybe tolerance. No further information was reported.